Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was over 400 mg/dl, and the customer reported that this was due to an insertion site issue. The customer stated that the insulin pump alarmed weak signal and lost sensors. He stated that the sensor had crazy readings when it got closer to its end of use. He noted that he had not brought any extra supplies with him and was unable to perform an infusion set change until he returned home. He stated that he had large ketones but did not have strips to test for the actual value. No bent cannula was found. He treated with a manual injection of 50 units of insulin, and after an infusion set change, he treated with another 10 to 15 units of insulin. He advised that his blood glucose levels returned to normal range by early evening. He was advised to consult his doctor regarding scar tissue build up. Nothing further reported.